Manufacturer narrative:
Corrected data: d4. UDI # was erroneously omitted from the initial medwatch. H6. Annex b code was added to replace the annex b code submitted on the initial medwatch. Annex d code was erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured. Upon the second deployment attempt, the dcs was unable to advance through the native annulus. Subsequently, the system was withdrawn from the patient, and a new valve and dcs were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {r023555}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.